Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head broke; circular brush part separated from the brush head [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke. He stated that the circular brush part separated from the rest of the replaceable toothbrush head. The consumer reported the oral-b toothbrush had been in use for a couple of years. No symptoms developed.